Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: during investigation, the keypad was intact with no damage or peeling. All keys were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of the moisture corrosion was found near the keypad connector. The alleged keypad button issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.